Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 401 mg/dl. Customer did not report any form of treatment and declined high blood glucose troubleshooting. Customer also reported issue with transmitter connection. Customer did not mention if the auto mode was active at the time of high blood glucose event. The insulin pump is not expected to return for analysis.